Event description:
The patient reported experiencing elevated blood glucose since (B) (6) 2010. At the time, the patient was hospitalized due to a stomach operation. Two weeks after the operation, she had kidney issues and her blood glucose elevated up to 33 mmol/l (594 mg/dl). She bolused 10-18 units of insulin through the infusion device in an attempt to lower her blood glucose. She switched to her backup infusion device and her blood glucose returned to normal, 7-8 mmol/l (126-144 mg/dl). No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.